Event description:
Patient was here for a lumbar puncture. While setting up the lp tray, I went to stand up the tubes and noticed a brown piece that resembled a small piece of cardboard or a small piece of wood stuck to the tubing. I discarded the entire tray and setup and opened a new tray. I kept the packaging and the piece of wood for materials management.